Event description:
The following was reported by the pt: it was alleged on (B)(6) 2007 following a cholecystectomy, the surgeon used a ventralex hernia patch to reinforce the laparoscopic incision. The pt was hospitalized the day following the surgery for a week due to uncontrolled pain in the postoperative area. The pt was unaware a mesh was used in this repair until recently. She has had sharp pain on the right side of her abdomen in the area of the gallbladder surgery. On (B)(6) 2012, the pt underwent explant of ventralex patch. Pt states the mesh "was broken and the prongs were poking me and this is what was causing all my pain."

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for eval. This MDR includes all pt, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. A photo of the explanted device was provided to davol. There appears to be nothing protruding from the device and the image is inconclusive. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for eval. With the available information, no conclusion can be drawn.